Event description:
It was reported that a cadd extension line has been replaced by home care. Shortly thereafter, a leak occurred at the filter on the line, while in use with the patient. It is not clear from which batch the line with the complaint comes. No adverse patient effects were reported.